Event description:
The customer contacted physio-control to report that when attempting to power on their device it would not boot up completely. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the device and verified the reported failure. Physio-control further evaluated the device and determined that the cause of the reported failure was due to integrated circuit chip, designator u25 on the digital pcb assembly. U25 was thermally sensitive and prohibited the device from completing a boot cycle. The customer received a replacement device.